Event description:
Analysis of the returned device found that the stent was partially deployed. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirmed the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the outer body was kinked on its distal shaft just proximal to the stent location. The inner body was kinked on the middle shaft at 51.0cm from distal tip marker and on the distal shaft. The stent was partially protruding through the outer body distal end. The inner body bumper marker was butted against the stent proximal markers. The stent was deployed with slight friction, likely due to the observed anomalies. No other anomalies were noted. From the information provided and investigation results there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. However, the lesion was reportedly 90% stenosed in severe tortuosity. This factor is most likely to have limited device performance, resulting in the reported and observed issues. As tortuous anatomy is considered to be procedural factor, therefore; a root cause of operational context has been assigned to the event.